Event description:
It was reported the patient experienced unintended stimulation. X-rays revealed no anomalies. The sjm representative was unable to provide patient with effective stimulation coverage. Patient has been referred to another physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.